Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead exhibited intermittent undersensing during arrhythmias. Follow up was conducted and the allied health professional (ahp) at the clinic was able to verify that reprogramming of the rv lead was completed. The lead remains in use. No patient complications have been reported as a result of this event.